Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06/23/2014 with the following findings: during testing, the display screen was dim and discolored. The battery compartment was cracked. Unrelated to these issues, the audio bolus button cover was detached and the pump failed a leak test due to this. No evidence of internal moisture was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment and a display failure. This report is made based on results of investigation completed on 06/23/2014. There was no adverse event associated with this complaint.